Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 31.3-31.5 cm and 31.6-31.9 cm from the distal tip, consistent with lead friction to another device. External insulation abrasion was found at 41.4-41.9 cm, 42.1-42.2 cm, and 43.0-43.5 cm from the distal tip, consistent with lead friction to the ICD can. The efte coating was intact at all locations.

Event description:
This report is to advise of an event observed during analysis.